Manufacturer narrative:
One ionicrf¿ generator was received for evaluation. As received, the generator simplicity mode was run and no error message was observed. Further analysis revealed that connecting the patient to earth ground directly or indirectly through a clinician/nurse can result in the egl detection alarm. It was found that the egl alarm would be triggered if the simulated patient (gel and foil connection) was connected to the metal grounded bed rail (this is expected and as designed). It was also found that if a clinician/nurse touched the simulated patient and also touched the metal grounded bed rail, that the egl alarm would trigger. The generator is functioning as designed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2182269-2020-00105. When attempting to start the simplicity iii therapy with the generator, an error occurred and therapy could not start since the temperature did not rise quickly enough. The procedure was cancelled as the issue could not be resolved.